Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were malformed. A new device was used to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Advancer the analysis results found that one device was received with the tissue stop out of its intended position and with two clips jammed. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the tip of the advancer was found to be bent leading the found feeding issues and causing that tissue stop lose its intended position. A possible cause of the advancer condition may be that the device was fired when a jamming occurred. The batch record was reviewed and no anomalies were noted during the manufacturing process.